Manufacturer narrative:
One mhlas replacement screw and an unknown zimmer abutment was returned for inspection. A visual inspection revealed that the abutment and screw are both heavily damaged, blocking screw disengagement. The screw could not be disengaged, as the hex feature is stripped, and the path of the screw is blocked by the damaged abutment. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm.. A root cause for the complaint could not be determined.

Manufacturer narrative:
Device lot number not provided/unknown.

Event description:
The clinician reported that abutment screw (mhlas) will not disengage implant to remove abutment. It was reported that the head of screw seems to be stripped.